Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer's blood glucose displayed ¿high¿ on meter, but values were not provided. Customer addressed high blood glucose with correction boluses via pump. Reportedly, the customer was using fiasp insulin with the pump. Tandem customer technical support informed customer that fiasp insulin is off-label per the user guide. Customer changed cartridge and infusion set to address the issue.